Event description:
It was reported that the product was used on a deep laceration on the face of a pt. The pt presented with a secondary infection and cellulitis after an unspecified time-frame and was hospitalized. Current condition of the pt is unk.